Event description:
The surgeon attempted to implant a plate silicone lens medel aa4204vl and the lens tore in the cartridge while advancing. The lens was not implanted and there was no pt injury or contact. The model and let numbers of the cartridge and unjector used are unknown.